Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure the customer reported that they heard the wire of the tenaculum forceps pop. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding a wire popping was confirmed by failure analysis.